Event description:
It was reported that a small volume folfusor did not infuse after being connected to the patient. The device was filled with fluorouracil 50mg/ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). This lot was manufactured may 28, 2014 to may 29, 2014 . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.